Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the up button on the insulin pump was unresponsive. Customer also noticed a crack near the battery compartment. Customer stated that the insulin pump was dropped. Customer's blood glucose reading at the time of the call was 142 mg/dl. No further information reported.